Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or numbers ramping up noted. Insulin pump had a cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated buttons unresponsive and ramping numbers. Customer also stated that there was moisture inside the liquid crystal display. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).